Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer hardware was failed. A field service engineer tested both auxiliary 4.1 and main 4.1 drawers, as the customer was unsure which device was affected. Tests were run on both units with no issues observed. Upon customer request, the scanner was replaced. Confirmed with the customer that the issue was no longer occurring and the device was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced a repeated drawer cubie failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.